Event description:
Approximately three months later, the device exhibited impedance measurements less than 20 ohms. The patient was brought to the clinic for non-invasive programmed stimulation (nips). Technical services discussed recommendations. Upon xray review, there was first rib crush to the lead system. The patient was hospitalized and a revision procedure was scheduled.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that the patient reported that the device was beeping. The patient was brought into the clinic for a device check. Upon reviewing, the boston scientific crm sales representative reported that there were no faults or elective replacement indicator (eri) status, however, the shock impedance showed one measurement less than 20 ohms, which was the cause for the beeping. A boston scientific crm sales representative reported that the patient was brought in to the clinic for review. The out of range impedance measurement was unable to be reproduced and measurements since then were within acceptable limits. No further action was taken. To date, no adverse patient effects were reported with this clinical observation.